Manufacturer narrative:
Result: footboard broken.

Event description:
It was reported in a service report that there was a broken footboard which resulted in loss of all footboard functionality. No adverse consequences were reported.